Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Later healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, a right side "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings on anterior side assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later confirmed capsular contracture baker grade IV. Healthcare professional further reported "central, anterior aspect hole, non-specific". Device has been explanted and replaced.